Event description:
N/a.

Manufacturer narrative:
The bactiseal peritoneal catheter (823074) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the ¿obstruction;¿ issues reported by the customer, could be due to biological debris occluding the catheter or a kink in the catheter. The possible root cause for the ¿infection¿ reported by the customer, could be linked to the patient and hospital surroundings.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. B5 correction: initial MDR states: on (B)(6), 2023, the physician found that the catheter was obstructed and the patient had an infection. Correction: on (B)(6), 2023, the physician found that the catheter was obstructed and the patient had an infection.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3013886523-2023-00266 3013886523-2023-00267 a facility reported a hakim valve (ID 823832) was implanted along with the ventricular catheter (ID 823073) and peritoneal catheter (ID 823074) on (B)(6) 2023. On (B)(6) 2023, the physician found that the catheter was obstructed and the patient had an infection. The patient had fever at 38.5 and high blood pressure. A cerebrospinal fluid (csf) testing indicated the nucleated cell count was above the normal level. Therefore, the physician removed all the products on (B)(6) 2023, but not yet replaced. The patient's health history is hydrocephalus. The patient is now with the normal body temperature.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.